Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/08/2017 with the following findings: the display had a pink contrast. Unrelated to the issue, the paint on the pump was worn off. Additionally, the pump cover was cracked between the corner of the display lens and the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was a pink contrast. This report is made based on results of investigation completed on 02/08/2017.